Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the same electrogram (egm) signal was interpreted by the analyzer, however, two very different results were achieved. The analyzer remains in use. No patient complications were reported as a result of this event.